Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files were reviewed and showed at least 13 injections were performed with catheter. There was no indication of product malfunction.

Event description:
Cryoablation procedure performed (B)(6) 2014. Information received by medtronic indicated that after performing ablation to the rspv, phrenic nerve response was weak. When the patient was leaving the operation room, the condition did not return to normal, and the patient is being monitored. On (B)(6) 2015, chest x-ray confirmed recovery of the phrenic nerve injury. Information received by medtronic also indicated that after performing the first ablation to the lspv, the patient experienced bradycardia and an onset of transient complete av block. Cardiac massage and rv pacing were given to the patient and it was resolved.

Event description:
Cryoablation procedure performed (B)(6) 2014. Information received by medtronic indicated that after performing ablation to the rspv, phrenic nerve response was weak. When the patient was leaving the operation room, the condition did not return to normal, and the patient is being monitored. Information received by medtronic also indicated that after performing the first ablation to the lspv, the patient experienced bradycardia and av block.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.